Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed. The device error log did not populate an error code. The device passed all diagnostic and final testing.